Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (c0284540) found the connector bent. (B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the implantable neurostimulator recharger (insr) wasn't charging. The patient was seeing the "charge your insr" screen even though the insr was plugged into a wall outlet. Several different wall outlets had been tried and the green light was displaying on the desktop charger (dtc). The patient's implantable neurostimulator (ins) battery had "died" and the patient was unable to charge it. The patient had not been able to realize that the battery was depleted until there had been a return of pain. The charger issue and the ins charging issues had both been first realized on the monday prior to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.